Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was implanted, and seven days later the patient underwent a surgical procedure; for fluid build up in the pericardial sac, however, the outcome is unknown at this time. We are conducting an investigation to obtain the root cause. The device remains implanted. No additional adverse patient effects were reported. Additional information was received that the physician believes that there is a possible right ventricular (rv) lead perforation. The device remains implanted. Surgical intervention was performed to remove the fluid in the pericardial sac. No additional adverse patient effects were reported. We are continue to investigate to obtain the root cause.

Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was implanted, and seven days later the patient underwent a surgical procedure; for fluid build up in the pericardial sac, however, the outcome is unknown at this time. We are conducting an investigation to obtain the root cause. The device remains implanted. No additional adverse patient effects were reported. Additional information was received that the physician believes that there is a possible right ventricular (rv) lead perforation. The device remains implanted. Surgical intervention was performed to remove the fluid in the pericardial sac. No additional adverse patient effects were reported.